Event description:
Ous MDR - exit block and sudden rise in impedance to > 3 kohm. Loss of capture even with maximum output, no sensing possible, in either bipolar or unipolar. First an attempt was made to select a different polarity via ICD, for all pacing configurations an exit block and impedance >3 ohm was seen. During explantation, the lead was destroyed (cut off) by the implanter to allow for better implantation of the lead. The damages on the lead (except for the place where it was severed) did not come from the explantation. The date of implant was not provided.

Manufacturer narrative:
Ous MDR.